Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Estimated date. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of restenosis and claudication are listed in the supera instructions for use as known potential adverse effects of peripheral percutaneous intervention. Based on the reported information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment and additional hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on an unknown date an unspecified supera self-expanding stent was implanted. On (B)(6) 2020, the patient presented with leg pain. An angio was performed and stent restenosis was confirmed in the supera self-expanding stent. An emboshield nav6 embolic protection system was advanced and the occlusion was successfully recanalized with an atherectomy device. No additional information was provided.